Event description:
It was reported that the patient had not been seen in 4.5 years. The right ventricular lead bipolar impedance was found to be high and with higher thresholds than in unipolar. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).